Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 25 mmol/l. Customer stated that around dinner time they tested again and blood glucose she was very high. Customer stated that infusion set had bent cannula. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.